Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
Dentsply was able to verify the complaint. Maximum temperature recorded on the head of the attachment exceeded for maximum allowable temperature. The attachment exhibited a temperature increase during under load of 52.1 c. The returned attachment was tested by manufacturing personnel and did not meet production specifications for leak test and color cap depth. The attachment was then disassembled and microscopically evaluated. The bur end bearing outer race was stuck inside the head cavity. Instability of the set due to detachment of the bur end bearing assemblies led to set instability, contributing to the overheating seen during the investigation. Microscopic evaluation revealed minor gear wear on the head-tail and head assemblies. Moderate debris was noted inside the head and cap cavities and inner components. All components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.